Event description:
It is reported that the liner was opened onto the field and the surgical tech stated she thought she saw debris in the packaging. The surgeon stated he thought the packaging was compromised and that he would like to use another implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.